Event description:
It was reported that the user experienced a brief sensor issue and difficulty connecting their dexcom g7 continuous glucose monitor (cgm), after which they self-replaced the sensor and contacted support for assistance pairing the new sensor. No clinical signs, symptoms, or conditions were reported. Outcomes included continued use following education and successful pairing in progress, with no health impact. User support included troubleshooting guidance and education for sensor pairing and connectivity. Investigation of this case revealed that the issue was consistent with a transient sensor or connectivity problem, with resolution achieved through replacement and re-pairing of the sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption without lasting device malfunction.